Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what did the physician or surgeon say about your condition? Surgeon thought perhaps it was an allergic reaction and then also stated that he did not have an explanation for the side effect. Was any medication prescribed? Meloxicam, 15mg was any surgical intervention performed? No was a new surgery performed to correct your condition? If yes, date and name of the procedure? No if in your possession, may we have a copy of your operative report? I do not have a copy of the operative report. Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation? Yes attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure name of index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? Were monocryl and vicryl sutures used on the patient? For each suture, what tissue was the suture used on? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How were the sutures originally tied (multiple knots, square knot, etc.)? Please describe the patient manifestations of the reported reaction (location, severity, appearance, systemic or local reaction). Please provide the onset date/time of the reaction from the initial procedure. Please describe any medical/surgical intervention required to treat the patient condition including medication name and results. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Other relevant patient history/concomitant medications? Were any pre-op cleansing procedures or products changed recently? If yes, please describe. Does the patient have a known allergic history to any medical devices, food and/or medication? Was allergy testing performed? If so, please describe with results. What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Product code and lot number of each suture? Note: events reported in 2210968-2022-04838.

Event description:
It was reported by the patient that they underwent a procedure for de quervain¿s tenosynovitis on the right wrist on (B)(6) 2021 and suture was used, it was stated that there did not appear to be issues with the surgery. However, post-operatively, round lumps and curved raised lumps formed along the incision area. By (B)(6) 2021, there were four, raised circular bumps at the incision site which were quite notable. While it has been more than one year since the surgery, the patient currently has a raised lump, pink in coloration, on the wrist with no apparent explanation. The patient has discussed the issue with the surgeon on many occasions and no medical rationale has been provided. They believe that the sutures did not dissolve/absorb as they should have and has caused a pink inflammation. It was also thought perhaps it was an allergic reaction and then also stated that he did not have an explanation for the side effect. Meloxicam was prescribed for the patient. Additional information was requested.